Event description:
Boston scientific received information that during the discharge check, the right atrial (ra) lead appeared to be pacing in the ventricle with large intrinsic amplitudes measured. When programmed to vvi, consistent capture was not observed. When programmed to voo, consistent capture was observed. It was determined that the right atrial (ra) lead and right ventricular (rv) lead were reversed in the device header. The patient with this device system was presented in the ep lab, where a revision procedure to correct the reverse leads occurred. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.